Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery approximately five (5) months ago to repair the patient's meniscus. Approximately seven (7) weeks ago the patient reported to the surgeon that there was a piece of metal sticking out of the patient's knee. Subsequently, the patient underwent a revision surgery to remove the piece of metal from the patient's knee the next day. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.